Event description:
Pt presented to ER in 02 with complaints of abdominal pain and lightheadedness. Shortly after arrival, their condition deteriorated and they went into cardiopulmonary arrest. Before resuscitation efforts were over, an attempt was made to use the external pacing cable on the hewlett packard defibrillator, and it failed to function. The resuscitation effforts were unsuccessful. Pt had an acute myocardial infarction with cardiogenic shock.

Event description:
Add'l info rec'd from MFR 5/6/2003: the device identified in the medical device report is a codemaster defibrillator, model m1722b. The defibrillator was being used with a pads adapter cable, model m1750b. As reported by the hospital's risk mgr, a pt presented to the emergency room in 2002. Shortly after arrival, pt condition deteriorated and pt went into cardiopulmonary arrest, before resusciation efforts were over, an attempt was made to use the external pacing cable (pads adapters cable) on the defibrillator, and it failed to function. The resuscitation efforts were unsuccessful. The pt had an acute myocardial infarction with cardiogenic shock. The product was not returned to phillips for evaluation. The hospital's biomedical engineering dept evaluated the defibrillator and associated pads adapter cable. Their evaluation indicated that the pads adapter cable was faulty. When used with the defibrillator, a "no pads" message was displayed on the defibrillator's monitor. Thier visual inspection of the pads adapter cable did not indicate signs of physical damage. The user reported that the pads adapter cable was the original cable supplied with the defibrillator. The defibrillator was in use for almost 9 years, so the pads adapter cable had probably been in use for a similar period of time. Review of field history does not indicate any frequency in the failure of pads adapter cables. Discussion with the biomedical engineering dept indicated that pads adapter cables are not routinely tested. The defibrillator's instructions for use specify that the defibrillator and its accessories (e.g. Cables) should be routinely checked daily for functionality and readiness. The hospital stated that defibrillator functionality was checked daily but only with defibrillator paddles and not with the pads adapter cable. Daily testing allows the user to identify and replace a non-functional cable outside of an emergency situation. The hospital has since implemented routine testing of pads adapter cables as part of the daily defibrillator check. Based on the info provided by the hospital's biomedical engineering dept, the inability of the unit to provide pace pulses is most likely attributable to the pads adapter cable. Because phillips has not evaluated the cable, a cause of the cable failure cannot be established. As reported to philips, the event described in the medical device report occurred in 2002. Philips was first made aware of the event on july 12, 2002. To the best of co's knowledge, the defibrillator and pads adapter cable are still in the possession of the hospital. An autopsy report was not provided to philips. Co does not know if an autopsy was performed. Co's conclusion, that a non-functioning pads adapter cable resulted in the inability for the defibrillator to provided pace pulses to the pt, is based solely on info provided by the hospital's biomedical engineering dept.